Event description:
On (B)(6) 2014 a patient underwent an evar procedure. During the procedure an aaa main body graft was being deployed when the graft only partially deployed. This resulted in being unable to remove the cap covering proximal uncovered stent. Eventually and fortuitously, the cap could be force off after bending the wires by using surgical clips with great force as pliers. Should this not have been possible, the operation would have been converted to an open procedure to remove the partially deployed and unretrievable stent graft. This would have very likely resulted in the patient's death. A section of the device did not remain inside the patient's body. Stent was implanted as planned. The patient did not required any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.